Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a cholecystectomy, the clip applier misfired, did not fire any clips and the clips flew off in different directions when being deployed. It was also noted that the retention of the clip was frequently pathetic. A new device was used to resolve the issue and complete the case. There was no patient injury.